Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. Four unit were returned and all four had the same part number and same lot number. Two returned samples were received decontaminated in a plastic bag without their original packaging and two units were in their original packaging. No discrepancies were detected in any of the units. The blue clip was missing in used units. During the functional test of returned units, it was observed that water can pass without problems, no discrepancies were detected when the pump was put into operation and no alarm was activated. The reported issue and complaint could not be confirmed. The reported issue could not be confirmed as the issue and complaint could not be confirmed.

Event description:
It was reported that the medication was not passing through the tubing after connecting the tubing with the bag. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07720 is no longer considered reportable, please disregard any MDR reports associated with it.